Event description:
Pt stated her 5fu did not infuse entirely. She stated one side of the ball deflated haf way and that's all. Pt stated thermometer probe remained attached and both clamps were opened. When pt took down c series, port was able to be flushed with saline without resistance. Believed to be faulty c series so patient was informed to keep the c series for pick up and evaluation. Device sent to manufacturer for testing and result was that device failed. FDA safety report ID# (B)(4).